Event description:
The customer contact reported an unrequested bolus dose. The bolus cord was connected to a gemstar pump. At an unspecified time, the pump was programmed for pain management to deliver ropivacaine 0.2% with fentanyl 50mcg/ml in 100ml, at a continuous rate of 10ml/hr, with a 3ml bolus dose, and a 10 minute lockout via epidural route. At 1630, it was reported that the therapy was initiated. It was reported that while the pt was in active labor, the pt pressed the bolus button on the bolus cord and the pump delivered a bolus dose. At an unspecified time, the pt delivered. It was reported that within 1-2 minutes, the nurse was in the pt's room. At this time it was reported that the pump sounded an audible alarm that a bolus dose was being delivered; however, the pt did not press the bolus button on the bolus cord. It was reported that "after an additional 1-2 minutes," the pump again sounded an audible alarm indicating a bolus dose was being delivered; however, the pt did not press the bolus button on the bolus cord. The bolus cord and pump were removed from clinical service and the therapy was discontinued. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, an audible "chirp" was heard when the bolus cord was connected to the pump and the pump display indicated that an unrequested bolus dose was being delivered. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.